Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent, abdominal pain and increased white blood cell count. The cause of the events was not reported. The same day as the event onset, the patient was hospitalized for the events. The patient was treated with vancomycin (injection, discontinued after 14 days) and ceftazidime (intraperitoneally, discontinued after 3 days) for the events. The patient was discharged three days after hospital admission. It was reported that, the patient was recovered from the events 15 days after onset. Pd therapy was ongoing. No additional information is available.